Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Microscopic examination identified a balloon longitudinal tear beginning at the distal balloon bond and extending for approximately 11mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. Visual and microscopic examination found no issue with the tip of the device. Visual and microscopic examination found no issue with the markerbands. Visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilatation. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilatation. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.